Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to abdominal pain and diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 627 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and has only a single dose of ceftazidime remaining. The patient continues to utilize the same liberty select cycler without any reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and ip antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to abdominal pain and diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 627 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and has only a single dose of ceftazidime remaining. The patient continues to utilize the same liberty select cycler without any reported issue.

Manufacturer narrative:
Correction: b.2., h.6.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to abdominal pain and diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 627 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and has only a single dose of ceftazidime remaining. The patient continues to utilize the same liberty select cycler without any reported issue.